Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 21 mmol/l (378 mg/dl) for an undisclosed time wearing the pod. The patient reported they received a meter error 4 on their personal diabetes manager and it was not resetting. The patient stated that on (B)(6) 2025, they had to seek medical assistance due to the high bg levels. The patient went to the emergency room (ER) experiencing nausea, dehydration, frequent urination, and thirst. The patient was diagnosed with hyperglycemia. As treatment the patient stated they monitored their bg levels, followed hydration protocol and provided insulin therapy. The patient reported the length of the visit in the ER was 1 hour.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported event. No lot release records were reviewed, as the product lot number was not provided.